Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm small grasping retractor instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a pitch cable dislodged from around the clamping pulley at the back end. As a result, the cable became loose at the distal end. Visual inspection displayed no signs of damage to the pitch cable and the segment of the cable that contains the crimp was still intact.

Event description:
It was reported that the 8mm small grasping retractor instrument had a broken wire. There was no reported injury.